Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the cardiomems hf system user¿s manual, la-400275-g or equivalent, an abnormal heart rhythm is a potential risk observed with sensor implant. The cause of the reported event remains unknown.

Event description:
While implanting the cardiomems sensor, after moving the cardiomems guidewire back to the right ventricle, onset ventricular tachycardia (vt) occurred. A burst of antitachycardia pacing was delivered via an implanted ICD which converted the vt rhythm. The patient was hospitalized for 24 hours and then released. There were no adverse consequences to the patient.